Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and a confirmed e70 alarm was found in the alarm history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 96 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field such as electric motor. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.